Event description:
This is report 4 of 9 for the same event. It was reported that five battery devices would not charge when tested with four universal battery charger devices. According to the reporter, the battery device started indicating ¿not charging (red light)¿. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device functioned properly. Therefore, the reported condition was not confirmed. It was determined that the device passed all operational specifications and no problem was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.